Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that poly would not snap into tray. Surgeon opened two size 4-8 poly and two size 4 trays and both poly would not snap into to the tray that was implanted and the extra tray. Doe: june 11, 2025 affected side: left knee.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that poly would not snap into tray. Surgeon opened two size 4-8 poly and two size 4 trays and both poly would not snap into to the tray that was implanted and the extra tray. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the pfc sigma mod tib tray cem sz4 had no damage that could contribute to the reported event. Additionally, a sigma stab gvf ins 4 8mm was found partially assembled in a tilted position with the tibial tray. A manufacturing record evaluation was performed for the finished device product code: 866024 lot number: d22074224, and no non-conformances or manufacturing irregularities were identified. A functional test was performed, and it was observed that the sigma stab gvf ins 4 8mm was not able to assemble or disassemble. It is suspected that damage on the insert locking tabs is preventing it from assembling as intended, this damage could be consistent with a component failure caused by excessive forces applied over material, like assembling the device in an off axis position during surgical process. However a definitive root cause cannot be determined. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pfc sigma mod tib tray cem sz4 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product code: 866024 lot number: d22074224, and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: added: d10. Corrected: h3.